Event description:
It was reported that the right ventricular lead was explanted due to a sudden increase in impedance and thresholds. Loss of capture was also observed. No patient complications were reported as a result of this event.

Event description:
It was reported that the right ventricular lead was explanted due to a sudden increase in impedance and thresholds. Loss of capture was also observed. No patient complications were reported as a result of this event. Further information received with the lead indicates a suspected lead fracture.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor was fractured; full lead in segments was returned for analysis.